Event description:
It was reported that this right ventricular (rv) shock lead impedance had been stable in the low 100 ohm range, until yesterday when it jumped to 137 ohms and triggered a red alert. It was also noted that the pacing impedance had also dropped a few months ago, and the lead had been implanted for less than one year. Technical services discussed to consider increasing the out of range alert to 150 ohms, verify thresholds, and an x-ray to see if the lead has moved. The lead remains in-service. No adverse patient effects were reported.